Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, "the smoke doesn¿t seem to be evacuating from the tunnel as it normally does". The case was able to be completed with the hemopro by taking out the hemopro to clear to tunnel. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h3 changed other provide code to device discarded, h6 changed evaluation method code device "device not returned" to device discarded. Trackwise#: (B)(4). H3 other text : device discarded.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, "the smoke doesn¿t seem to be evacuating from the tunnel as it normally does". The case was able to be completed with the hemopro by taking out the hemopro to clear to tunnel. The hospital did not report any patient effects.